Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an alarm and error then the insulin pump was dropped, the insulin pump went blank and no longer opening. The customer¿s blood glucose level was 116 mg/dl. The customer reported that the insulin pump was broken at the back on the side of the battery. The customer reported that the insulin pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.